Event description:
While using the unit and 9 cluster applicator on the chronic setting for bone and joint at medium pulsed rate, the patient felt as if he was taking a match and sticking it to his skin. Patient returned two days after therapy with 5 burn spots on 2 different areas of the lateral leg. Therapist is continuing to use laser on this patient, but is not making contact between the laser applicator and the patients skin. Two of the burn marks are more pronounced than the other three. Therapist reported that the patient has very fair complexion and was also on weight loss medication. Therapist believe the combination of these two variable may have increased the patients susceptibility to skin burn.

Manufacturer narrative:
Investigative findings: the power supply output was checked under load, no load, and various other switching conditions with no indications of failure in the voltage stability or otherwise. The sound beeper for the unit was found to be faulty, but had nothing to do with power output or anything relative to the complaint. Applicator findings: output wattage-model 27811 acceptable output range is 432-648 watts. Returned unit was 626 watts. Optical window on probe output had coating and debris that appears to be lotion or cream of some kind. Optical window of probe head had 5 small elliptical melt patterns on front surface (outside surface) corresponding to 850 nm laser's location and beam output zone indicating a reflective or absorbent phenomenon during treatment. Power supply output was checked under load, no load, and various other switching conditions with no indications of failure in voltage stability. Synopsis of event. The unit was found to be functional with the exception of the beeper. Please see report for applicator for findings regarding the applicator. Unit sent back to service to replace the beeper. Potential cause is absorbance of wavelength by cream-like coating on the optical window which resulted in compounded heating of the patient's skin.